Manufacturer narrative:
Block b3: exact date unknown, event occurred in the early year 2024.

Event description:
It was reported that the patient was experiencing longer implantable pulse generator (ipg) charging times and had to charge the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.